Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: pressure sensor assembly replaced.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: pressure sensor assembly replaced. Correction: hamilton-c2 instead of hamilton-c3, corrected the related data to the correct device. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).